Manufacturer narrative:
D9 - date returned to mfg on 10/13/2023. Received one used. List #ch3581, oncology kit w/spinning spiros®, c-clip, red cap; lot #13414750. Received one used. Manufacturer unknown, extension set w/ y-connectors; lot #unknown. One (1) used. Manufacturer unknown, 150ml burette; lot #unknown. One (1) used. List #unknown, bag spike extension w/ calve side port; lot #unknown. One (1) used. List #unknown. Intravia container 250ml bag; lot #dr22i20. No additional damage or anomalies were observed. As received the used spiro (connected into the syringe) was analyzed, no damage on the spiro's splines and good shear tab activation on the used samples were confirmed. The set was primed as per procedure and a leak was confirmed. The male luer of the mating device were found within specification as well. Complaint of leaks can be confirmed based on the leaks observed from the returned sample. The probable cause was due to the spiro was incomplete fully inserted to the syringe. However how, when or where the insertion happened is unknown. A device history report (DHR) lot #13414750 was reviewed, and no relevant commodities, discrepancy or anomalies were found that lead the condition reported by customer.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a oncology kit w/spinning spiros®, c-clip, red cap that leaked while infusing an unspecified chemo to the patient. It was reported that the customer has primary sets with the spiros and collar attached. The sets leaked at the connection of the bd male luer to the spiros. The spiros was still connected. The product was not reprocessed or re-sterilized prior to use. There was patient involvement but no adverse event or harm and no delay in therapy. This is the third of three events.